Event description:
Medics were called to a person complaining of difficulty breathing. The patient arrested after the medics arrived. The device was connected to the patient using disposable defibrillation electrodes and an automated ECG analysis was attempted. The device initially displayed an asystolic ECG rhythm, then allegedly the device displayed dashed lines and a connect electrodes warning message. The operator cycled device power in an attempt to restore proper operation, however the device reportedly continued to display a connect electrodes warning and use of the device was inhibited. Fire department personnel arrived with an automated external defibrillator and analyzed the patient's ECG. No shocks were advised. Paramedics subsequently arrived and used a manual defibrillator to continue diagnosis and treatment of the patient. It was determined that the patient did not require defibrillation therapy. The patient was not resuscitated. The reporter indicated that the device did not cause or contribute to the patient's outcome. This opinion was based on an assessment of the patient's condition.